Event description:
It was reported that when the analyzer was set in aai mode the analyzer still paced in both chambers like ddd and that changing the surgical cable did not resolve. The status of the product is unknown. No patient complications have been reported as a result of this event. It was further reported via follow-up that the lead measurement was able to be completed with the same (reported) analyzer and programmer and that they remain in use with no further incidents.